Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No failed battery test alarm or charge/battery anomaly were noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. Device passed a21 error test. No unexpected a21 alarm noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer was reported that insulin pump had unexplained no delivery alerts, had to reprogram the whole insulin pump, hard reset every time after changing the battery. Insulin pump had diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.